Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed interference/noise.

Event description:
It was reported the device is sensing noise and false asystole was seen. Additionally, the device did not record any events on a day in which patient felt symptomatic. Further information received indicated the patient had a "symptomatic episode yesterday (supposedly was syncope - she has a bruise on right side of face), but no 'patient-activated' episode was initiated." The device was removed. No patient complications have been reported as a result of this event.